Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 3.6 ml of juvéderm® volux¿ into the chin and jawline. Approximately three and a half months later, patient experienced swollen and lumpy. Patient was advised to ice the area and take antihistamines. Three days later, patient was seen at the office and prescribed antibiotic and steroids (solone 25mg bd for 3 days, augmention duo forte 1tab bd for 5 days) as symptoms were not improving. Two weeks later, patient experienced flare up of swelling and lumpiness, warmth and pain around chin and prejowl area. Patient then was prescribed another round of antibiotics and steroids. Filler in chin and jawline was dissolved (hyalase 3000u) 9 days later. Symptom resolved.